Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. It was reported that a cs 069 call service alarm was emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2018 with the following findings: black box shows no evidence ¿cs087¿ alarm; ¿cs064¿ motor alarm is observed on 02-dec-2017. The returned battery cap is undamaged and able to fit. The pump was powered on and "ez-prime¿ steps were performed correctly, no ¿cs069¿ alarm or any errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the ¿cs69¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.